Event description:
It was reported that during a colon procedure, the staples would not hold. When the surgeon withdrew the device, after completing the anastomosis, he noticed the colon and the rectum were not well joined. The surgeon used another like device to complete a new anastomosis. Some tissues were "lost", because he had to cut again down to the rectum. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.